Manufacturer narrative:
Isi has requested, but has not received as of the date of this report, the disposable stapler sheath accessory involved with this complaint. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. Further, logs indicate no partial fires from the stapler 30 instrument.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, there was an issue with a fragment falling into the patient. The customer said that after using a stapler 45 instrument, the surgical team saw that the black part of the endowrist stapler sheath had fallen apart and was inside the patient¿s abdominal cavity and they retrieved it during the same procedure. The procedure was completed with no reported injury. On 2/4/2020, intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: during a low anterior resection (lar) on (B)(6) 2020, while the surgeon was working ¿on radiated thick tissue¿, the surgeon used a stapler 30 instrument with green reloads on the thick radiated tissue in the rectum. Once the stapling was completed, the surgeon went to take out the stapler 30 instrument and that¿s when he and the surgical staff noticed a ¿circular black plastic cover¿ with a ¿split on the side¿. The surgeon determined that it looked like a stapler sheath. The fully intact sheath was found near the trocar on the upper right side of the abdomen. The surgeon folded the intact single piece and successfully extracted it with a bowel grasper. The procedure completed robotically. There was no patient injury. The customer reported that the stapler sheath has been sent to isi for analysis. The stapler instruments and all green reloads were discarded after the procedure and are not available for return/analysis.